Manufacturer narrative:
The subject otv-s200 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s200 to determine the cause of this phenomenon when omsc receives it. Otv-s200 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a percutaneous nephrolithotomy where an otv-s200 was intended for use, the user anesthetized the patient. After that, the user turned on the subject otv-s200 for operation check of the device. The user found that the power switch light was glowing but the lcd was not displaying. The procedure was completed by replacing the subject otv-s200 to another similar device. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
The subject otv-s200 was returned to olympus medical systems corp. (Omsc). The subject otv-s200 and ch-s200-xz (omsc asset) and oev261h (omsc asset) were connected to check the operation of the subject otv-s200. As a result, the reported malfunction ¿lcd panel does not display after power on¿ was not reproduced. The investigation of the subject otv-s200 confirmed the following details: no abnormality was found in the subject otv-s200 when it was operated in the system stated above. The power on / off of the subject otv-s200 is repeated 50 times. Repeat power on / off 50 times while applying weak vibration to the subject otv-s200. Repeat power-on / off of the subject otv-s200 50 times at low temperature "10 degrees" and high temperature "40 degrees" environment. Repeat power-on / off of the subject otv-s200 50 times at low temperature "10 degrees" and high temperature "40 degrees" environment while applying weak vibration to the subject otv-s200. Continue the investigation. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s200 was returned to olympus medical systems corp. (Omsc). The subject otv-s200 and ch-s200-xz (omsc asset) and orv261h (omsc asset) were connected to check the operation of the subject otv-s200. As a result, the reported malfunction ¿lcd panel does not display after power on¿ was not reproduced. After that, when the otv-s200 was disassembled, there was no abnormality such as adhesion of foreign matter inside the device. The voltage supplied from the power supply unit inside the device was normal. Also, DHR of the otv-s200 was investigated, but there was no abnormality. It was reported from olympus medical systems india private limited (omsi), "the malfunction occurred only once in the facility, and the malfunction did not reproduce even in the reproduction test in omsi". Although the cause of the problem is not specified, there is a possibility that the lcd panel may not display due to some temporary electrical malfunction.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".